Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a pre-existing perforation in the mid-left anterior descending artery. The 2.50x26mm graftmaster stent delivery system failed to cross a non-abbott stent. The perforation was sealed with bypass surgery. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. B5: the graftmaster size is 2.80 not 2.50. No change to d4.

Event description:
Correction: the graftmaster size is 2.80, not 2.50.